Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl and current blood glucose was 179 mg/dl and other blood glucose value was 230 mg/dl. Customer treated for high blood glucose using injections and bolus of 1 unit. The customer reported that customer experienced symptom like nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated was having problems with tubing kinking and that he had a kink on him after a couple days of having it on him, stated that it must had bumped into him or something. Customer reported the infusion set cannula was bent. The devices will not be returned for analysis.